Manufacturer narrative:
The lot was manufactured between july 13, 2018 - july 20, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps leaked. This occurred when they twisted the cap onto the catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.